Event description:
A pt was being prepared for transport to the recovery room after an aicd had been implanted (rv apex placement). A nurse disconnected the electrode cable from the external defibrillator, which was not charged. At the same time another nurse and the anesthesiologist in contact with the pt, rec'd a shock. The aicd programmer was on the pt prior to the shock. Approx 10 seconds later they rec'd another shock. After the second shock the pt awoke and asked "how many volts was that?" The pt was not being monitored at the time but did not appear to be in any distress. The nurse receiving the shocks had his hand on the pt's shoulder the first time and felt the shock up to his shoulder. During the second shock he had both hands in contact with the pt and felt the shock up both arms. He complained the second shock was worse. The sales rep interrogated the aicd and stated there were no discharges in memory. The external defibrillator and surgical table were thoroughly tested with no problems found.